Manufacturer narrative:
(B)(4). D10: 51-145140. Item name tprlc xr mp t1 pps 14x113mm lot # 6679518. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the internal sterile packaging of implant compromised. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h6, h8, h11. Visual evaluation of the returned product and photos provided confirmed white debris in the sterile packaging, which is visually consistent foam debris from the foam packaging. Additional evaluation identified damage (creasing and scuffing) to the sterile pouch. Sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action is being implemented. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was white foam debris coating the implant. This was discovered prior to the case being started and replacements were available. Therefore, there was no patient injury as a result of the malfunction.